Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safe clip is not longer cutting with a bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from (B)(6) to english: "the mother of the patient is informed that she says that the chopper she has been using since (B)(6) 2018 is no longer working because she does not cut the needles, she indicates that the blades are worn, in a follow-up call she says that since a month ago I had noticed that it did not cut the same, but for 8 days it has not cut any needles ... "

Manufacturer narrative:
Investigation: customer returned (1) bd blue/black safe-clip from lot # 5208371. Customer states that the safe clip does not cut the needles. Returned safe clip was examined under microscope and observed to have the cutting hole blocked with needles. See attached picture. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low.

Event description:
It was reported that the safe clip is not longer cutting with a bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from spanish to english: "the mother of the patient is informed that she says that the chopper she has been using since april / 2018 is no longer working because she does not cut the needles, she indicates that the blades are worn, in a follow-up call she says that since a month ago I had noticed that it did not cut the same, but for 8 days it has not cut any needles. "